Manufacturer narrative:
Evaluation in progress.

Event description:
It was reported by the customer that during a total knee procedure "the blade lock lever was vibrating open causing the blade to cut the bone incorrectly and break." Back-up equipment was used to modify the bone. The procedure was completed successfully with a 45 minute delay. No further information regarding this event has been provided by the user facility at this time.

Manufacturer narrative:
Received additional information from the customer indicating that there was not a serious injury associated with this event. The customer reported that there was not an incorrect bone cut and the delay came from obtaining a new handpiece and blade to complete the procedure successfully.

Event description:
It was reported that during a total knee procedure at the user facility, the device lost power. The procedure was completed successfully; however, there was a 45 minute delay to obtain a new handpiece and blade. No medical intervention and no adverse consequences were reported with this event.